Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.

Event description:
It was reported that the patient had a glucose level was elevated to the 300's mg per dl and when it was inserted, she stated it felt weird. She made a decision to removed it and noticed the cannula was slightly bent at an angle, not completely bent. The patient was wearing her site on her upper buttocks area. The operator of the device was the lay user or patient. No patient harm or no patient injury.